Manufacturer narrative:
1. DHR/bhr review (lot#4145160): 1) this batch of products were assembled at intima ii auto line 4 in jun 2024 and packaged at r245 package line in jul 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained samples of this batch are taken for visual inspection and penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results are all within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because no defective sample has been received for further testing, and the use of the complaint sample is unknown, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in ss prn slm npvc catheter broke after placement in use, the anterior end of the catheter bifurcated, requiring a claim, requiring a letter of response to the complaint, requiring a letter of receipt of the complaint. Unable to return defective product, no photos available.